Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly in (B)(6) 2000, the patient underwent primary surgery of the left hip using a howmedica product. It was further alleged that in (B)(6) 2012, while walking, he sustained "significant pain and was unable to bear any weight. X-rays revealed a fractured femoral stem."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The exact root cause of the stem fracture 11.5 years post implantation cannot be determined without an analysis of the explanted components and a review of patient medical records and x-rays. The root cause of this specific event could not be determined with the limited information provided. The review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint database from (B)(4) 2004 to present indicates there have been no other reported events for the reported lot codes.